Event description:
It was reported that after the implant procedure was successfully completed, the right ventricular (rv) lead pacing impedances increased to 2400 ohms. It was noted that all other measurements were within normal limits. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to explant and replace the rv lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedances.

Manufacturer narrative:
(B)(4) was used to capture the surgery to explant and replace the rv lead.

Event description:
It was reported that after the implant procedure was successfully completed, the right ventricular (rv) lead pacing impedances increased to 2400 ohms. It was noted that all other measurements were within normal limits. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.